Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported through medwatch #mw5185002 that the patient's post- left ventricular assist device (lvad) course had been notable for prostate cancer status post external beam radiation therapy (xrt) and lupron, complicated by radiation colon disease with multiple gastrointestinal (gi) bleeds which were thought to be due to radiation proctitis. It was said there was a kinked/twisted outflow graft found and was status post revision of this through a thoracotomy with a placement of a stabilizing clip on b6 2020. There were no implantable cardioverter-defibrillator (ICD) or devices. A computed tomography (CT) b6 2024 was done which found prominent accumulated biodebris within the bend relief structure of the lvad outflow graft with significant luminal narrowing. While it was said this may represent normal accumulation of biodebris, superimposed thrombus and/or involvement with the dissection plane could not be excluded. B6 2025, there was external outflow graft obstruction release which was very thick and proteinaceous material between the outflow graft and the strain relief as anticipated. The post-operative course was uneventful, and the patient had been discharged home.